Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report getting high results (400's) from her meter. Was given glucovan pills due to a 400 reading. Was unresponsive and family member had to call emt for assistance.